Event description:
It was reported that there was an error ¿er09¿ was displayed on the hl20. The event occurred during a routine check. No harm to any person has been reported. According to the hl 20 service manual the error message ¿er09¿ indicates that +12v-supply voltage was out of tolerance during the self-test failed. The failure can cause an unintentional pump stop. Therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there was an error message ¿er09¿ was displayed on the hl20. The event occurred during a routine check. No harm to any person has been reported. According to the hl 20 service manual the error message ¿er09¿ indicates that +12v-supply voltage was out of tolerance during the self-test failed. The failure can cause an unintentional pump stop. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation and repair on 2024-12-05. The failure could be reproduced and the apm 20-411 air protection module will be replaced. The reported failure was assessed by the getinge life cycle engineering on 2025-03-07. The most probable root cause was determined as a defective capacitor between -12v and ground on either the control board or the bubble detection board of the air protection module. The device was manufactured on 2023-11-20. The device history record (DHR) of the hl20 (material: 701043262, serial: (B)(6)) was reviewed on 2024-11-11. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message er09" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.